Manufacturer narrative:
Corrected data: b5 (additional information was inadvertently omitted from the previous follow-up medwatch report).

Event description:
The reported problem was resolved via troubleshooting over the phone and there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the scope being connected while the cv-190 and clv-190 were turned on. The event is preventable by handling the device in accordance with the following instructions for use (IFU): 3.1 precautions for installation and connection turn off all system components before connecting them. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center exhibited a b30 (scope communication error). The issue occurred during preparation for use for an unspecified procedure. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.